Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had hyperglycemia. Blood glucose level was 26.4 mmol/l at the time of incident. Customer was not on auto mode at the time of reported event. Customer was using insulin pump to treat their hyperglycemia. Customer also mentioned that the insulin pump received several insulin flow block alert. Customer had been using insulin pump system within 48 hours of reported event. Customer was alleging insulin pump for possible under delivery however the blood glucose went to normal after changing infusion set. Insulin pump will not be returned for analysis.